Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed an "inc. Bath water level sensor" alarm. The field service representative found corroded valves. He replaced both valves, electrodes, seals, the sipper, and tubing which resolved the issue. He performed verifications, checks, calibration, qc, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 125 mmol/l. The repeated result was 131 mmol/l. The repeated result was obtained on another module and was believed to be correct. The questionable result was not reported outside the laboratory. The sample was repeated because the technician questioned the low result.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.